Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the titanium transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device evaluation was completed. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak, clear passage and clamp function tests were performed with no issues noted. Additionally, the sample was leak tested underwater for an extended testing time greater than three (3) minutes with no leakage observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.